Manufacturer narrative:
(B)(4). Concomitant medical products: unknown screws, unknown durasul liner, unknown bipolar head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01506, 0001822565-2018 -01505. Product location unknown.

Event description:
It was reported that the patient underwent a right hip revision due to dislocation, a loose acetabular component, and fractured screws. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02393. Reported event was confirmed through operative notes received. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.